Event description:
The surgeon implanted lens but it tore while being inserted. The incision was enlarged to remove the lens and sutures were required. The nurse stated it was unk as to why the lens tore. An msi-pf injector and an sfc-25 fp cartridge were used but the nurse was unable to recall the lot numbers.